Event description:
The hosp reported that the collagen of a 6f angio-seal device passed into the pt's right femoral artery, along with the anchor. The anchor was surgically removed: however, the condition of the pt was not released. The device was deployed by a technician trained in proper deployment technique; however, the attending physician, was not certified. The cath lab manager stated that no further info would be provided.